Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported was hospitalized due to ketones. Customer was running high blood glucose for the past 2 days over 600 mg/dl. Customer stated that she changed the set three times but it did not work. Customer was treated with shots and potassium. Troubleshooting was done. Customer stated that she contact her health care provider due to high blood glucose and stomachache and was advised to go to the emergency room. The cause of hospitalization was due to diabetes ketoacidosis. Customer was wearing the insulin pump at the time of the emergency room visit. Customer changed out her infusion set and it worked. Customer stated current blood glucose was 85 mg/dl and treated her low blood glucose. Customer called back to continue troubleshooting. Customer blood glucose was 121 mg/dl. The customer was assisted to perform self test and passed. No further information provided.